Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced is being filed under a separate medwatch report.

Event description:
This is filed to report the difficulty removing the gripper line and the atrio-ventricular (av) block requiring hospitalization. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed. Gripper line removability was established; therefore, the clip was deployed. During removal of the gripper line, resistance was met. Troubleshooting was performed. The steerable guide catheter (sgc) curves were released; however, the sgc moved into the right atrium. After approximately 2 hours, the gripper line was able to be removed. One clip was implanted, reducing the mr to 1-2. It was noted that during the procedure, an av block was observed; however, the cause could not be determined. On (B)(6) 2019, two days post procedure, a complete av block (grade three) was noted. The patient remains in the ICU and is being treated with medication. No additional information was provided.

Event description:
Subsequent to the initially filed medwatch, the following information was obtained: the patient passed away on (B)(6) 2019. The physician commented that the relationship with the clip is unknown, but assumes that the general anesthesia and the patients original heart function was bad. No additional information was provided.

Manufacturer narrative:
Patient codes: 1802 labeled. Internal file number - (B)(4). Correction: type of reportable event updated from serious injury to death. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported incidents reported for from this lot. All the available information was investigated. The definite cause for the reported difficulty to remove the gripper line and arrhythmia could not be determined. The reported patient effect of arrhythmia, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Internal file number - (B)(6). All the available information was investigated. A definitive cause for the death could not be determined. The reported patient effect of death as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedure. This event was further reviewed by an abbott vascular medial affairs director and the reviewer stated that, in this case, there is no evidence of a relationship to the device as the procedure was successful with no reported complication. There is no indication of a product quality issue with respect to manufacture, design or labeling.